Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display showed a "call your doctor icon" and warning por (power-on reset). It was further noted that the pt was not able to adjust stimulation. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.